Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to hospital with redness, infection and wound dehiscence at the device site. The physician suspects that the patient was negligent in follow up for wound care post implant in october and the physician does not think it was related to abbott device. The pacemaker, right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced. The patient was in stable condition throughout the procedure.